Event description:
A vectra-t plate and screws were removed and a revision of acdf with autograft and posterior instrumented fusion was performed. Info provided indicates revision was performed due to nonfusion. The plate did not break.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.